Event description:
It was reported that an alert for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was received via remote transmission. The oversensing was noted on a stored egm. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).